Event description:
The customer reported the monitor is not working. No pt injury was reported.

Event description:
It was reported that the lead exhibited high capture threshold of 4.0 v, 0.4 ms in bipolar and 3.5 v, 0.4 ms in unipolar. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.